Event description:
The device involved a plum 360 pump where a smoking problem or smoke-related issue was observed on the pump upon power on. It was also reported that the pump does not work. The device was operating on ac or dc (battery) power. There were no sparks or smoked or charred area in the defective power supply. There was no power cord damage, no exposed bare wires noted on internal insulation on individual wires still intact, no other physical damage noted, no discoloration and no cut on the power cord. The prongs were not bent or broken. There were no bare metal wires noted and no physical damage to the pump. Additionally, after one month of solving the issue, the end user at cath lab ward, the head nurse reported that a smoke broke out from the infusion pump plum360. There was no patient involvement and no patient harm.

Manufacturer narrative:
The device was not returned to the manufacturer to be evaluated for the smoke related issue. However, it was reported that the service engineer stated that the pump was returned to the customer and currently in use without any issue since the repair was completed. Further investigation below. Product complaint investigation (pci) revealed that the pump failed at self-test due to no power led charging. The power supply pwa was replaced, and the test was repeated the test. The pump passed without giving any problem. Probable cause: defective power supply pwa. Additional information on event related to ¿smoke broke out¿ was received; however, the device had already been repaired, the faulty component disposed of and replaced with a new power supply pwa. A functional testing/investigation on the original condition of the device is no longer possible. It is noted that the pump is list number 30010-04-05 and therefore is only suitable for connection to a 110v power outlet. Connection to a 220v supply will damage the power supply pwa. The pump was serviced by a third party al kamal import. Additional contact: (B)(6). Service engineer.